Manufacturer narrative:
(B)(4). A review of the device history record has been performed. Overall, this review confirmed that this lot of products was released according to quality assurance specifications. The review of the sterilization records and the records related to the collagen film were found within specifications. A sample was not provided for evaluation. Pictures were provided. Based on the available pictures, no adhesions or visual defects were observed. Additionally, a review of the routine product bioburden and endotoxin monitoring results from (B)(6) 2013 to (B)(6) 2014 has been performed. This review confirmed that the bioburden and endotoxin results were within specification limits for the concerned period. Infection and adhesions are known potential complications of this type of procedure and have been identified in the instructions for use (IFU) as such. It has been noted that the patient clinical history is very complex and the product IFU indicates that a foreign material may potentiate or prolong an infection in the presence of bacterial contamination and may not be appropriate in infected sites. A search of our global complaints database revealed that this was the only report on file for this lot of product. The report has been added to our product complaints database which is monitored for similar occurrences. Based on our investigation and a complaint history review, there is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. Should additional information be received, the record will be updated and reassessed at that time. See (B)(4) for information pertaining to the investigation of additional mesh implanted.

Event description:
According to the reporter, on (B)(6) 2015, the patient was implanted with two mesh devices following a diagnosis of a peristomal hernia on the left underbelly resulting from colostomy placement after a rectal amputation. The procedure was performed laparoscopically using an intraperitoneal onlay mesh (ipom) technique and tacks were used to secure the mesh. Four days following the procedure, the patient presented with increasingly intense pain. On (B)(6) 2015, the patient underwent a second operation to remove the mesh devices after the patient began to express signs of peritonitis in addition to the pain. During the explantation of the mesh, it was noted that there were laminar adhesions between the mesh and the intestine. The surgeon inserted a urethral balloon catheter at the same time. The patient was brought to the intensive care unit (ICU) following the procedure. Since the procedure, the patient has subsequently experienced intestinal atony, worsening leg movement and depression for which he is currently being treated.